Event description:
It was reported that during a general surgery procedure, the device would not pass the pre-test. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/13/2008. Evaluation summary: the handpiece was tested on a generator and gave error code 3. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.